Manufacturer narrative:
B4:23jul2021. The customer reported the equipment shut down after leaving on charge overnight, was unable to turn it back on; today, it powers up. The device was not in clinical use. No patient or user harm was reported. The remote service engineer (se) reviewed the diagnostic error report (drpt) but did not find anything obvious. The rse advised the customer to turn the unit back on with an alternate battery. The service engineer could not duplicate the reported issue; it seemed to be a one-off. The customer did some soak tests on the equipment. The customer identified a whilst on main power, the charging light is not on. The equipment will function on battery power. The customer tried running the battery test to deplete it a bit and to see what happens. The se advised that if the ac led is off, they suspect the power management board is faulty. The se recommended a battery test to check if the device can transition to and from battery power and requested the customer to connect the device to ac, turn the device on, leave it in diagnostic mode, and when in operation, disconnect ac. Then reconnect the device to ac and verify if ac led comes back on and also check if the device can remain functioning on battery while disconnected from ac. The customer observed that the unit seems to be transitioning from ac to battery power and back again ok. The charging led is still not functioning, but it looks like the battery is charging. The customer will leave it on charge in service mode to see if the power failure fault occurs again. The se advised if the led was not coming up, then there's either not enough voltage being supplied by the pm board or a defective user interface. The customer reported, the device passed the battery test, but when connected to ac, the battery was not charging, and the voltage was dropping. The customer reported battery is only two years old. The se advised the customer that the fault could be with the power management board and recommended sending for bench repair as he couldn't troubleshoot further. Further information was received that the issue was found during preventive maintenance testing before therapeutic application. There was no patient involvement. Therefore, any malfunction found during testing will always be found and addressed before the ventilator can be put into service. Based on the information, the issue does not meet the reportability criteria.

Event description:
The customer reported the equipment shut down after leaving on charge overnight, was unable to turn it back on; today, it powers up. The device was not in clinical use. No patient or user harm was reported.